Event description:
It was reported that as staff were initiating ambulation of the patient, the cardiosave intra-aortic balloon pump (iabp) unit immediately shutdown upon disconnection from ac power. There are reports of incidents where patients that are ambulated and running on battery will have batteries lose charge too rapidly. The patient was not injured and there was no clinical impact, as staff were able to support the patient with an alternate cardiosave and resume therapy.

Manufacturer narrative:
Updated data: b3,b4,e1(name & email),e2,e3,g3,g6,h2,h10,h11 corrected data: b5,h6(impact).

Event description:
It was reported that there were incidents where patients that are ambulated and running on battery will have batteries lose charge too rapidly on the cardiosave intra-aortic balloon pump (iabp) . Internal medstar discussion to ensure iabps are always plugged in when not ambulating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge representative was not dispatched to evaluate the iabp unit. As per medical affairs team conversation with customer, the cardiosaves in this facility are stored plugged into a/c power when not delivering therapy. However, clinical engineering has been unable to replicate the issue of immediate shutdown upon disconnection from a/c power on this cardiosave. H3 other text : evaluation not requested by complaintant